Event description:
It was reported to medtronic minimed that the customer experienced insulin pump issues, including unresponsive buttons and a blank display, after the insulin pump was dropped into water. Fluid exposure was identified in the battery compartment, and the pump did not turn on. The customer reported that the minutes did not change on the time display. The event involved mmt-1884. Troubleshooting was performed, including inspecting the battery cap and attempting a self test, which did not pass, and the pump remained unresponsive. The customer was instructed to discontinue pump use, revert to a backup plan as per healthcare professional instructions, and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump received with flashing medtronic logo. Unable to perform the displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion test, sleep current measurement test, active current measurement test and self test due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. The pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1, pcba2, force sensor, motor and battery tube assembly noted. The following were noted during visual inspection: minor scratches on lcd window, scratched case, cracked keypad overlay, cracked case (battery tube), retainer knit line damage and cracked battery tube threads. In summary, customer alleged flashing medtronic logo confirmed. Flashing medtronic logo was confirmed during analysis due to moisture damage on the electronic assembly. Keypad/button unresponsive unknown. Anomaly-blank display not confirmed. Device test failed unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.